Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the scanner issue. The field service engineer replaced scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner beeps but does not recognize barcodes and unable to scan. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.